Manufacturer narrative:
The device used in the procedure was returned to ostial corporation for eval. No issues were found with the performance of the returned device, though the distal portion of the proximal balloon had clearly been deformed by overexpansion during use. Per the results of the eval, it was found that the root cause of the incident was grossly incorrect positioning of the device prior to inflation. In addition to the case details, ostial corp reviewed the mfg documentation associated with the device lot used during the procedure. No issues were noted that would have contributed to the reported incident. The instructions for use for the product were also reviewed and it was verified that death and vessel perforation are listed as a potential complications associated with the procedure and that the user is clearly instructed on how the device should be positioned during use.

Event description:
Per the sales representative who interviewed the physician following the case: "the rca was first visualized via angiogram followed by ivus (boston scientific) imaging. Post ivus, the proximal ostium region of the rca was pre-dilated with a 2.5 mm x 12 mm abbott nc trek balloon followed by successful deployment of a 3.0 mm x 12 mm xience alpine stent with approximately 2 mm of proximal stent visualized in the aorta. The stent balloon was removed followed by insertion of a 3.0 mm x 8 mm flash mini ostial balloon. The radiopaque markers were visualized and used to determine correct flash mini placement followed by successful inflation of the distal nc flash balloon to 16 atmospheres of pressure followed by inflation of the proximal compliant balloon using 0.5cc of 50/50 contrast. Upon inflation of the proximal flash compliant balloon, dr (B)(6) stated that distal nc balloon appeared to grow larger in diameter at its distal tip and also at the proximal end". "The pt verbally complained of severe pain during this proximal complaint inflation. At this point, dr (B)(6) pulled back on the 1 cc syringe to deflate the proximal balloon while the scrub nurse simultaneously released pressure in the indeflator deflating the distal nc balloon and removing the entire flash ostial system; during this process the pt immediately became hemodynamically unstable and an angiogram of the rca revealed a proximal perforation. The pt was then sent to surgery where she subsequently expired".